Event description:
It was reported that the patient received multiple shocks and t-wave oversensing in the right ventricular lead was observed. The lead was reprogrammed and remains in use. It was further reported that the patient has not felt well since receiving the shocks.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant products: d154awg implantable cardioverter defibrillator (ICD)  (B)(6) 2008.(B)(4).